Event description:
A mitek marketing employee is reporting a sales rep from biomet contacted him regarding her boyfriend. She gave him some background info regarding the procedure, only saying that it was a "mitek anchor". I said we really needed to speak with the surgeon to get the facts and she concurred. He is a high impact athlete and needed the extra strength. A few weeks afterwards, he noticed a bubble on his skin. They performed a culture and found no infection, but she suspects a potential inflammatory reaction. The way she described, it sounds very similar to reactions published with pga implants used in wrist fractures.

Manufacturer narrative:
This is a developing issue. Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, the result of the investigation will be the subject of the follow-up report.